Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') in an adult female patient who had essure (batch no. He01153) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, hormone level abnormal, dyspareunia and discomfort outcome was unknown. The reporter considered discomfort, dyspareunia, hormone level abnormal, hypersensitivity and pelvic pain to be related to essure. The reporter commented: the claimant sought revision surgery to remove the essure device. Medical professionals recommended the claimant undergo a hysterectomy. This procedure has been delayed because of the covid-19 pandemic and was most recently scheduled for (B)(6) 2022. This appointment has been cancelled by the hospital and the claimant is yet to receive a new date for the procedure. The claimant alleges that the essure device was defective. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') in an adult female patient who had essure (batch no. He01153) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and pelvic discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal problems"). Essure treatment was not changed. At the time of the report, the pelvic pain, hypersensitivity, hormone level abnormal, dyspareunia and pelvic discomfort outcome was unknown. The reporter considered dyspareunia, hormone level abnormal, hypersensitivity, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: the claimant sought revision surgery to remove the essure device. Medical professionals recommended the claimant undergo a hysterectomy. This procedure has been delayed because of the covid-19 pandemic and was most recently scheduled for 25 february 2022. This appointment has been cancelled by the hospital and the claimant is yet to receive a new date for the procedure. The claimant alleges that the essure device was defective quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-feb-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma in 2004, tonsillectomy in 1997, epilepsy in 1992 and cramps calf (dr. Advice - 1. Drink at least 2.5 l water/liquids daily. 2. Increase calcium intake (or take vit d + calcium tablets. 3. Keep legs warm and massage now and again. 4. Take ibuprofen or paracetamol regularly for a week), right upper quadrant pain (last 24h/ at first ruq pain++, moved to epigastrium, now upper abdominal pain with radiation into back/ vomiting x1 last night / nil since, ?temp last night. Had intermittent ruq pains last 6 month sd, pmh/ dh endometriosis/ laparoscopy/ awaiting hysterectomy/tendency to constipation/ upper abdominal pain (B)(6) 2021 clinical details: abdo pain for several months including severe right upper quadrant pain in june and), endometriosis, acute cholecystitis, alcohol use, gallstones (clinical details: abdo pain for several months including severe right upper quadrant pain in june and july), endometriosis, constipation, endometriosis and lower abdominal pain. The patient had a family history of myocardial infarction and type 2 diabetes mellitus. Concurrent conditions were listed as prolonged heavy periods, bloating, weight gain and pelvic pain. Concomitant products included codeine phosphate for pain since (B)(6) 2022 and paracetamol since (B)(6) 2022. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2022, 2153 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). At an unknown time, she experienced hypersensitivity ("allergic or hypersensitivity reaction"), painful intercourse ("dyspareunia pain"), pelvic discomfort ("discomfort"), abdominal pain lower ("pain, including chronic pain;"), haemorrhagic disorder ("abnormal bleeding;") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, with conservation of ovaries.). At the time of the report, the outcomes for medical device removal, hypersensitivity, hormone level abnormal, dyspareunia and pelvic discomfort were unknown. Essure was removed on (B)(6) 2022. The reporter considered abdominal pain lower, painful intercourse, dyspareunia, haemorrhagic disorder, hormone level abnormal, hypersensitivity, medical device removal and pelvic discomfort to be related to essure administration. The reporter commented: the claimant sought revision surgery to remove the essure device. Medical professionals recommended the claimant undergo a hysterectomy. This procedure has been delayed because of the covid-19 pandemic and was most recently scheduled for (B)(6) 2022.; this appointment has been cancelled by the hospital and the claimant is yet to receive a new date for the procedure. The claimant alleges that the essure device was defective trailing coils: right: 4; left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: tubal occlusion has been confirmed.; on (B)(6) 2017: history/symptoms chronic and worsening pelvic pain. Recent hysterosalpingogram to confirm position of essure procedure. Has had previous laparoscopic surgery for endometriosis adhesions. Current pain worst left fornix. No obvious mass [pathology test] on (B)(6) 2016: histopathology (surgical) specimen source. Histology report specimen(s) endometrial curetting¿s clinical details endometrial biopsy for essure sterilization. Macroscopic results received final the sample consists of scanty fragments cif tan tissue. All on, one block. C greenwood/k boon (B)(6) 2016 microscopy sections reveal fragments of endometrium which display secretory change and also focal progesterone associated changes. There is no evidence of endometritis, hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abdominal pain lower ,genital haemorrhage ,dyspareunia, medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test.non drug treatment updated. Concomitant drugs added. Events abdominal pain lower ,genital haemorrhage ,dyspareunia, medical device removal added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. He01153) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthma in 2004, tonsillectomy in 1997, epilepsy in 1992 and cramps calf (dr. Advice - 1. Drink at least 2.5 l water/liquids daily. 2. Increase calcium intake (or take vit d + calcium tablets. 3. Keep legs warm and massage now and again. 4. Take ibuprofen or paracetamol regularly for a week), right upper quadrant pain (last 24h/ at first ruq pain++, moved to epigastrium, now upper abdominal pain with radiation into back/ vomiting x1 last night / nil since, ?temp last night. Had intermittent ruq pains last 6 month sd, pmh/ dh endometriosis/ laparoscopy/ awaiting hysterectomy/tendency to constipation/ upper abdominal pain (B)(6) 2021 clinical details: abdo pain for several months including severe right upper quadrant pain in june and), endometriosis, acute cholecystitis, alcohol use, gallstones (clinical details: abdo pain for several months including severe right upper quadrant pain in june and july), endometriosis, constipation, endometriosis and lower abdominal pain. The patient had a family history of myocardial infarction and type 2 diabetes mellitus. Concurrent conditions were listed as prolonged heavy periods, bloating, weight gain and pelvic pain. Concomitant products included codeine phosphate for pain since (B)(6) 2022 and paracetamol since (B)(6) 2022. On 16-may-2016, the patient had essure inserted. At an unknown time, she experienced hypersensitivity ("allergic or hypersensitivity reaction"), painful intercourse ("dyspareunia pain"), pelvic discomfort ("discomfort"), abdominal pain lower ("pain, including chronic pain;"), haemorrhagic disorder ("abnormal bleeding;") and dyspareunia ("dyspareunia") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, with conservation of ovaries.). At the time of the report, the outcomes for medical device removal, hypersensitivity, hormone level abnormal, dyspareunia and pelvic discomfort were unknown. On (B)(6) 2022, 2153 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The reporter considered abdominal pain lower, painful intercourse, dyspareunia, haemorrhagic disorder, hormone level abnormal, hypersensitivity, medical device removal and pelvic discomfort to be related to essure administration. The reporter commented: the claimant sought revision surgery to remove the essure device. Medical professionals recommended the claimant undergo a hysterectomy. This procedure has been delayed because of the covid-19 pandemic and was most recently scheduled for (B)(6) 2022.; this appointment has been cancelled by the hospital and the claimant is yet to receive a new date for the procedure. The claimant alleges that the essure device was defective trailing coils: right: 4; left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 16-sep-2016: tubal occlusion has been confirmed.; on 22-aug-2017: history/symptoms chronic and worsening pelvic pain. Recent hysterosalpingogram to confirm position of essure procedure. Has had previous laparoscopic surgery for endometriosis adhesions. Current pain worst left fornix. No obvious mass [pathology test] on 25-feb-2016: histopathology (surgical) specimen source. Histology report specimen(s) endometrial curetting¿s clinical details endometrial biopsy for essure sterilization. Macroscopic results received final the sample consists of scanty fragments cif tan tissue. All on, one block. C greenwood/k boon 29feb2016 microscopy sections reveal fragments of endometrium which display secretory change and also focal progesterone associated changes. There is no evidence of endometritis, hyperplasia or malignancy ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records abdominal pain lower ,genital haemorrhage ,dyspareunia, medical device removal batch no.he01153,production date:2015-09-01,expiration date:2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.